Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/10/2014 with the following findings: the pump powered up with auditory and vibratory features. The display screen was blank, and as a result the remaining testing was not completed. Pump casing was opened and a connector wire between the circuit boards was found to have been torn in two places.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the display was blank. No additional information was available. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.